Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas after announcing a meal and consuming fewer carbohydrates than announced; the user treated the event with oral glucose (skittles), and the agent attributed the low to inaccurate meal carbohydrate announcement with no device malfunction reported. Symptoms included shakiness associated with a blood glucose value of 39 mg/dl. Outcomes included resolution with self-treatment and no hospitalization. Investigation included review of device-reported glucose trends and user-reported intake and actions, along with troubleshooting and education on accurate meal announcements and appropriate low treatment. Investigation of this case revealed user-related contributory factors due to incorrect meal size announcement leading to insulin-carbohydrate mismatch. It was concluded that the event resulted from user technique, and the user was advised to accurately announce carbohydrates and avoid overtreating lows, with continued monitoring and follow-up if issues persist.